Event description:
As reported, approximately seven months post initial left tsa, the 68 y/o female patient's rotator cuff failed. Converted to exactech reverse shoulder. Patient stable. There was no breakage of device or surgical delay/prolongation patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available foe evaluation due to hospital policy. New information (B)(6) 2022; pain cause the patient to see the surgeon, indication for the revision was deterioration of rotator cuff. No additional information.

Manufacturer narrative:
As reported, approximately seven months post initial left tsa, the 68 y/o female patient's rotator cuff failed. Converted to exactech reverse shoulder. Patient stable. There was no breakage of device or surgical delay/prolongation patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available foe evaluation due to hospital policy. No additional information. New information (B)(6) 2022; pain cause the patient to see the surgeon, indication for the revision was deterioration of rotator cuff. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of a deteriorated rotator cuff. These devices are used for treatment not diagnosis.